Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the 018 guidewire's soft tip was too soft, got bent & curved easily when advancing through subclavian vein to brachiocephalic vein. Scrub nurse opened new a powerpicc set and flush all tools with heparinizedsaline. After introducer needle was inserted, scrub nurse helped ir in advancing guidewire into vein. Half way of advancing guidewire through subclavian vein to brachiocephalic vein the soft tip is bent and stuck by coiling inpatient's vein, after a few attempts of trying to advance further the guidewire by flushing with sterile normal saline, ir still experienced difficulty to continue advancing the guidewire to brachiocephalic vein. Ir pulled the 018 stainless steel guidewire out from patient's vein and instructed staff nurse to open a new 018guidewire of competitor's brand to continue with powerpicc insertion procedure. No serious injury to patient. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire was confirmed but the cause is unknown. A single photograph of the distal end of the implicated guidewire was returned for evaluation. The flexible distal tip of the guidewire contained a curved shape memory; there appeared to be three bends in this location. There were no distinguishing features in the returned photograph which could aid in identification of a specific root cause. It was reported that this occurred while advancing the wire through the subclavian vein and into brachiocephalic vein. Possible contributing factors could include insertion technique or a tortuous insertion path. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the 018 guidewire's soft tip was too soft, got bent & curved easily when advancing through subclavian vein to brachiocephalic vein. Scrub nurse opened new a powerpicc set and flush all tools with heparinizedsaline. After introducer needle was inserted, scrub nurse helped ir in advancing guidewire into vein. Half way of advancing guidewire through subclavian vein to brachiocephalic vein the soft tip is bent and stuck by coiling inpatient's vein, after a few attempts of trying to advance further the guidewire by flushing with sterile normal saline, ir still experienced difficulty to continue advancing the guidewire to brachiocephalic vein. Ir pulled the 018 stainless steel guidewire out from patient's vein and instructed staff nurse to open a new 018guidewire of competitor's brand to continue with powerpicc insertion procedure. No serious injury to patient. No other information was provided.